Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the synchroseal instrument (lot number: k14240620-0039) to perform failure analysis. The instrument was placed and driven on an in-house system, and passed the recognition, seal and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no sealing failures reported in the logs during testing. There was no physical damage observed during testing. The instrument was fully functional.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported event and was unable to reproduce the customer reported complaint. Due to staff reporting recurrent events of the synchroseal instrument insufficiently sealing; the e-100 generator was preventatively replaced. The system was tested and verified as ready for use. Isi did not receive the e-100 generator involved with this complaint to perform failure analysis. Isi did not receive the synchroseal instrument (lot number: k14240620-0039) that was used during this reported event; therefore, failure analysis investigations could not be performed. An advance energy log review of the e100 logs showed: synchroseal instrument (lot number: k14240620-0046) was used for 4 coag events with no errors, 8 seal events with 1 high initial starting impedance error and 39 transect events with 3 high initial starting impedance errors. The instrument was used for about 25 minutes. Synchroseal instrument (lot number: k14240620-0039) was used for 10 coag events, 10 seal events and 52 transect events with no errors. The instrument was used for about 22 minutes. The logs show no relevant errors. The high initial starting impedance errors could likely be related to the complaint. Refer to MFR report number 2955842-2024-21921 for additional information regarding the 1st synchroseal instrument.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with extraperitoneal lymphadenectomy procedure, tissue was insufficiently sealed, and bleeding occurred. The synchroseal instrument was inspected prior to use, and there was no damage or anything out of the ordinary observed. The issue occurred during the sealing sequence, and instead of hearing a continuous tone while the pedal was pressed, a short tone was heard. The desired tissue effect could be seen, but at the completion of the sealing cycle; only one tone was heard instead of three ascending fast audible tones. An error message of ¿take the right amount of tissue¿ was observed. The surgeon believes that the synchroseal instrument stopped sealing too early, causing bleeding when the tissue was cut. The amount of bleeding was not specified but was reported as ¿not critical¿ and was resolved using diathermy; the patient did not require a transfusion of blood products. A technical support engineer (tse) was called to help troubleshoot the issue; the error logs were reviewed with no errors were identified. Tse advised use of a new synchroseal instrument, and the instrument was replaced by a backup; however, the issue remained the same. The surgeon proceeded to complete the procedure robotically, without the use of the synchroseal instrument. The nurse also requested a field service engineer to inspect the e-100 generator; as this has been a recent, recurrent issue during unspecified da vinci-assisted surgical procedures.

Manufacturer narrative:
Additional information: intuitive surgical inc. (Isi) received the e-100 generator to perform failure analysis. The unit was installed onto the test system and manually power cycled 10 times; the e-100 generator powered on with no issue each time. A vessel sealer instrument was installed onto the unit with a saline dipped gauze in the jaws. The e-100 generator was fired with the yellow pedal/sync activation and cut/seal approximately 100 times. The unit worked fine without any issue, and there were no issues with the energy or the instrument usage. No errors were found within the system's error logs.

Event description:
Refer to h11 for follow-up information.